Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the device was found to leak when infusing. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak during infusion was unconfirmed as the problem could not be reproduced. The product returned for evaluation was a 20ga x 1¿ safestep infusion set. The sample contained usage residue throughout. Gross visual evaluation of the device found no potential leakage source. Functional testing using water and a 12ml syringe did not reveal a leak. Further functional testing included attaching the luer hub to a total of three different syringes and vigorously infusing while also manipulating the interfacing features of the device. No leakage was seen during any of the infusion procedures. Microscopic examination of the device likewise found no evidence of damage, defect, or deformity. As no device leakage was encountered during the evaluation, and no potential for leakage was observed, the complaint was unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was found to leak when infusing. No other information was provided.